Event description:
V. Mueller rongeur forceps nl 6250 was in use for a surgical case. During the procedure, the small section that moves up and down to clamp tissue broke off. The surgeon was able to retrieve the broken piece without harm to pt.